Manufacturer narrative:
An event regarding setting time involving simplex with tobramycin bone cement was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection and functional testing was completed on two returned and one retained samples. The results were satisfactory and within specification. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all product was manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: there have been two other similar event for the reported lot. The other events relates to the two other complaint investigations reported within this pi. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the returned and retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
It was reported by the surgeon and the scrub nurse that simplex tobramycin were found hardened between 1-3 minutes during mixing with the cement mixer. 3 packet of simplex tobramycin cement was mixed with cement mixer accordingly. But it was found to be too viscous and the cement gun unable to push the cement out for use and it hardened very quickly. Another 2 packets of simplex tobramycin mixed with cement mixer by doctor. This time she used 2 packets instead of 3 packets of simplex tobramycin because she thought 3 packets may be too viscous, but the outcome of mixing 2 packets of simplex tobramycin turned out to be the same as the first time mixing. Surgeon used another new 3 packet of simplex tobramycin of which consistency was fine and proceeded without problems. Procedure was completed successfully, premature cement hardening was detected before injection into femoral bone. Surgical was delayed for 30 min.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the batch manufacturing records indicated packs were manufactured and accepted into final stock with no relevant reported discrepancies. There have been two other similar events for the reported lot - this is within the same pi. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the surgeon and the scrub nurse that simplex tobramycin were found hardened between 1-3 minutes during mixing with the cement mixer. 3 packet of simplex tobramycin cement was mixed with cement mixer accordingly. But it was found to be too viscous and the cement gun unable to push the cement out for use and it hardened very quickly. Another 2 packets of simplex tobramycin mixed with cement mixer by doctor. This time she used 2 packets instead of 3 packets of simplex tobramycin because she thought 3 packets may be too viscous, but the outcome of mixing 2 packets of simplex tobramycin turned out to be the same as the first time mixing. Surgeon used another new 3 packet of simplex tobramycin of which consistency was fine and proceeded without problems. Procedure was completed successfully, premature cement hardening was detected before injection into femoral bone. Surgical was delayed for 30 min.